Manufacturer narrative:
The subject device and the fragments were returned to olympus medical systems corp. (Omsc) for evaluation. It found that the fragments were part of the adhesive of the bending section. The evaluation found following failures. - there were scratches but no sign of chemical stress cracking on the fragments of the bending section. - all of the adhesive of the bending section on the control section side was peeled off, and one on the distal end side was scratched. - the distal end was dent partially. - a part of the bending rubber on the control section side was torn. - the coating over the insertion tube was peeling off and residues of chemical liquids were under the coating. There were scratches on the insertion tube. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The above damages of the subject device could be caused due to physical stress. It is considered that the fragments could fall off due to physical stress applied by interference with an endotracheal intubation tube the operation manual of the subject device has already described that ¿inspect the bending section¿s covering for sagging, swelling, cuts, holes or other irregularities.¿.

Event description:
Olympus was informed that when an anesthesiologist inserted an endotracheal intubation tube, fragments of the bending section of the subject device fell off into the patient. The user facility retrieved the fragment. The procedure was completed using a similar device. There was no patient injury associated with this report.